Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by h. C. Van der veen, I. H. F. Reininga, w. P. Zijlstra, m. F. Boomsma, s. K. Bulstra, and j. J. A. M. Van raay.

Event description:
Information was received based on review of a journal article titled, "pseudotumor incidence, cobalt levels and clinical outcome after large metal-on-metal and conventional metal-on-polyethylene total hip arthroplasty" which aimed to compare the incidence of pseudotumors after large head metal-on-metal (mom) total hip arthroplasty(tha) with that after conventional metal-on-polyethylene (mop) tha, and also aimed to compare cobalt levels, functional outcome and radiological outcome in both groups to assess their relationship to the type of articulation and pseudotumor formation. A patient was identified in the article that underwent an acetabular revision on an unknown date due to psoas impingement at 3.5 years post-operatively. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 3002806535-2015-04121.